Event description:
The "rapid gas loss" alarm sounded from the pump. Then, the "circuit" alarm sounded and condensation was noted in the system 90 connector tubing. The pump was changed from a system 97 to a system 90 and the pt was taken to the o.r. The following was rpt'd to co on 8/4/97: the balloon alarmed "rapid gas loss". The balloon was manually filled with helium. The connectors were checked and the helium waveform was o.k. There was no discoloration of any kind in the tubing. Approx. 4 hrs after iab insertion, the pt left lower extremity became mottled with poor capillar refill, and pulseless. The pt was started on dextran and then pedal pulses were obtained using doppler. Event complications: none - rpt'd 6/26/97; loss of pedal pulse - rpt'd 8/4/97. Pt current status: unk - rpt'd 6/26, 8/4/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1701. Position 2: 1738. Evaluation: the iab was received for evaluation in 2 pieces. Blood was noted on the exterior of the membrane and within the inner lumen. Kinks were noted in the sheath tubing. Underwater leak testing on the balloon membrane and sections of catheter tubing, y-fitting, and extracorporeal tubing revealed no leaks even though the device interior was positive for occult blood. It was not possible to satisfactorily leak test the inner lumen due to the condition of the returned device or to pump the balloon on the laboratory system 90 iabp due to the condition of the returned device. Probable cause of difficulty: due to the condition of the returned deivce, it was not possible to determine the exact reason for the encountered difficulty. Having the opportunity to examine the intact device may have provided some add'l info into the rpt'd problem. Although conjectural, the rpt'd "leak alarms" may have been related to the following: a loose connection. A catheter kink. The system pump. Pump contamination from a previous iab leak. The detection of blood within the device most likely resulted when the interior became contaminated with blood after the device was cut and handled.